Event description:
It was reported by repair work order that all of the velcro was missing off of the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.